Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The device serial number is unknown; hence the date of manufacture is also unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that on (B)(6) 2016 at 10:00 pm the lancet that had been inserted into customer's easy touch lancing device broke, while still in the device. Caller further reported customer subsequently experienced a loss of consciousness. Paramedics were called and upon arrival treated the customer with "sugar and marmalade." Caller also noted the customer was experiencing a "slow pulse", but no additional treatment was rendered. There was no report of death or permanent injury associated with this event.